Manufacturer narrative:
The device was not returned to olympus for evaluation. The information obtained from this complaint and the investigation results were insufficient to identify the cause of the problem. Based on the results of the investigation, it is likely the following led to the malfunction: caused linked to device but unable to trace more specifically should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the single use ligating device was difficult to release after ligation. The issue was found during an unknown therapeutic procedure which was completed with the same device. There were no reports of patient harm.